Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "has been having constant nasal irritation, stuffy/ runny nose and these issues have been going on for a while. He has been using his unit for some time now". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation of the device no evidence of visible foam degradation was observed. Replaced parts, cleared error log, reset real time clock, software upgraded to v1.2.0 was completed. Unit passed final test. Device recertified per fc:16-700-623.